Event description:
It was reported that a malfunction alarm occurred. Customer¿s blood glucose level was 350 mg/dl. Multiple attempts were made for the return of the device; however, no reply was received.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.